Event description:
It was reported that a progav 2.0 shuntsystem (#fx538t) damaged prior to use. No patient involvement/injury was reported. The product has been sent to the manufacturer and has been investigated.

Manufacturer narrative:
The valve was sent to us unused in its original sterile packaging. That means that the scope of the examination is limited to the visual inspection and the examination of the adjustability of the valve. During our investigation we were able to determine that the adjustability of the progav 2.0 functions as described in the specifications and we could not determine any other functional deviations or abnormalities in the product. How the abovementioned functional impairment occurred is not clear to us at the time of examination. The examination of the return has been completed with the drafting of this report.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.

Event description:
It was reported that a progav 2.0 shuntsystem (#fx538t) damaged prior to use. No patient injury was reported. The complained device will be send to manufacturer for examination.